Manufacturer narrative:
Upon receipt, the interrogation of the pacemaker revealed the battery status eri. The device was implanted for 62 months. Next, the pacemaker's memory content was analysed. It was found that the device had switched to eri mode 4 days after the reported explantation date, most likely due to storage in a cold temperature environment. During the inspection no technical deviations, which could be related to the clinical observation, were found. The battery status eri was successfully reset, revealing a time-to-eri of 5 months. The amount of charge taken from the battery was verified. The battery condition after 62 months implantation time was found to be anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the pacemaker was fully functional. The battery status was anticipated.

Event description:
Ous MDR - a significant drop in battery longevity after radiotherapy was noted. In 6 months the longevity dropped from 2 years to 6 months. No date of implant was provided.